Manufacturer narrative:
No product information is available at this time. Brand name,510 k-n/a.

Event description:
According to the reporter: during a laparoscopic gynecological procedure, the surgeon inserted the trocar while holding the fascia with kocher forceps. The kocher forceps scratched the obturator which caused plastic from the obturator to disengage into the patient cavity. There was not an x-ray performed for the express purpose of locating the fallen pieces of plastic. At the end of the procedure, the gynecologist removed the piece of plastic from the patient cavity. There was no patient injury or extension in surgical time. The patient status is alive, no injury. The device will be returned for evaluation.

Manufacturer narrative:
Product analysis #(B)(4): post market vigilance (pmv) received one no blade 12mm std fix opened by the account without packaging. The product expiration date cannot be verified as the lot number was not reported. The visual inspection of the returned product noted; the obturator only was received. Gouges were observed at the distal end. The condition of the device precludes functional testing. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during a laparoscopic gynecological procedure, the surgeon inserted the trocar while holding the fascia with kocher forceps. The kocher forceps scratched the obturator which caused plastic from the obturator to disengage into the patient's cavity. There was not an x-ray performed for the express purpose of locating the fallen pieces of plastic. At the end of the procedure, the gynecologist removed the piece of plastic from the patient's cavity. There was no patient injury or extension in surgical time. The patient status is alive, no injury. The device will be returned for evaluation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.